Event description:
The customer had a blood glucose of over 500mg/dl, was dehydrated, and had been vomiting, so she was taken by ambulance to the hospital where she was diagnosed with diabetic ketoacidosis. She was treated with an insulin drip and potassium, and was released from the hospital the next day. The pod was discarded at the hospital.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported event. No lot qualification records were reviewed, as the product lot number was not provided.